Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed unspecified electrical anomalies on the right ventricular (rv) lead. The rv lead was found to be dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable.